Event description:
A 71-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2026. On (B)(6), 2026, the patient's daughter informed novocure that the patient had been admitted to the hospital on (B)(6), 2026, following a fall on march 11, 2026, which resulted in a back fracture. The daughter reported that the fall was caused by the array cords, as the patient frequently became entangled in them. The patient was discharged from the hospital on (B)(6), 2026, and was subsequently admitted to a rehabilitation facility. Available medical records indicate that the patient had a history of right sided hemiplegia, as well as impaired balance and coordination. Multiple attempts were made to contact the prescribing physician; however, no response was received.

Manufacturer narrative:
Novocure's opinion is that the contribution of the optune gio device to the fall and secondary spinal fracture cannot be ruled out. Fall is an expected event with optune gio device use (ef-11 4% and 8% ef-14 optune arm). Spinal fracture was not reported as an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been 107 reports of spinal fracture in the commercial program to date; three of them were serious and related to device use.